Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - patient consequences? If yes, please specify. --please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2025 and suture was used. During the procedure, while suturing the abdominal incision for the parturient, the problem of pulling off suture needle happened, and a new needle was promptly replaced. There were no adverse patient consequences. Additional information was requested.